Event description:
It was reported while using bd nano¿ 2nd gen pen needles that there is a drop of insulin on the needle tip. The following information was provided by the initial reporter: consumer stated that he noticed after doing injections that there is a drop of insulin on the needle tip. He stated that he has never noticed it before, said he leaves the needle in for at least 10 seconds after doing the injections.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: customer returned (8) open 32gx4mm bd pen needles from lot# 1258934. The customer stated that there was a drop of insulin on the needle tip after injection. The samples were examined, then tested for flow using a test pen injector: all tested pen needles were able to expel properly. No evidence of leakage was observed on the samples. The alleged issue could not be confirmed based on the samples received for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles that there is a drop of insulin on the needle tip. The following information was provided by the initial reporter: consumer stated that he noticed after doing injections that there is a drop of insulin on the needle tip. He stated that he has never noticed it before, said he leaves the needle in for at least 10 seconds after doing the injections.